Event description:
A fresenius field service technician (fst) reported finding thermal damage during the evaluation of a fresenius 2008t hemodialysis (hd) machine. An hd user facility requested the machine be inspected because the device was not pulling acid and was displaying a low conductivity message. The machine was in the back of the user facility being disinfected when this issue was identified. The fst arrived onsite to perform their evaluation of the machine. At first they tried replacing the concentrate pump, but this did not resolve the issue. The fst then noticed a burning smell and discovered there was a burnt spot on the actuator board, on both sides of a chip. The fst replaced the actuator board and the concentrate pump suddenly started to work correctly. The fst said the actuator board sends a signal to the concentrate pump for it to work, but because the actuator board was damaged, it wasn¿t doing this. Upon completion of the repair, the fst calibrated the new concentrate pump, and the machine then passed all functional checks. The fst advised the facility that the machine could be returned to service. Only the actuator board was damaged; no other components were found to be damaged. The fst confirmed there were no signs of any smoke, sparks, or flames. At the time of the repair, there were 17,462 hours logged on the machine. It was confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The fst was unsure if the machine had any previous history of failing the electrical leakage test. The damaged actuator board was not available to be returned for evaluation as it had reportedly been discarded. However, a photo of the damaged board was provided for review. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst) and a photo of the damaged board was provided. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event was able to be confirmed by referencing the provided photo.

Event description:
A fresenius field service technician (fst) reported finding thermal damage during the evaluation of a fresenius 2008t hemodialysis (hd) machine. An hd user facility requested the machine be inspected because the device was not pulling acid and was displaying a low conductivity message. The machine was in the back of the user facility being disinfected when this issue was identified. The fst arrived onsite to perform their evaluation of the machine. At first they tried replacing the concentrate pump, but this did not resolve the issue. The fst then noticed a burning smell and discovered there was a burnt spot on the actuator board, on both sides of a chip. The fst replaced the actuator board and the concentrate pump suddenly started to work correctly. The fst said the actuator board sends a signal to the concentrate pump for it to work, but because the actuator board was damaged, it wasn¿t doing this. Upon completion of the repair, the fst calibrated the new concentrate pump, and the machine then passed all functional checks. The fst advised the facility that the machine could be returned to service. Only the actuator board was damaged; no other components were found to be damaged. The fst confirmed there were no signs of any smoke, sparks, or flames. At the time of the repair, there were 17,462 hours logged on the machine. It was confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The fst was unsure if the machine had any previous history of failing the electrical leakage test. The damaged actuator board was not available to be returned for evaluation as it had reportedly been discarded. However, a photo of the damaged board was provided for review. There was no patient involvement associated with the reported event.